Event description:
The international customer reported, that the ventilator went vent inop and alarmed. The customer reported, the ventilator was not in use at the time of the vent inop, therefore, there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician reported, he was able to duplicate the customer reported problem. The service technician replaced the sensor board to correct the problem.

Manufacturer narrative:
Na